Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. This emdr was sent in error to esg test webtrader on 08/23/2016. This is a resubmission to esg production web trader.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. This emdr was sent in error to (B)(4) on 08/23/2016. This is a resubmission to (B)(4) production (B)(4).

Event description:
This is a non us event. Consumer reports that a tampon tore in half while she was removing it. The bottom half of the pledget did come out with the string but the top half remained in the vaginal canal. She was able to manually remove the pledget she did choose to be seen by her doctor and she was given a clean bill of health.